Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer cleared the alarms to address the issues; however a replacement pump was sent to the customer. Customer¿s blood glucose level was around 182 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.